Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the account manager called and reported a colon capsule did not leave the stomach after 8 hours. Technical support advised the study should be sent in for review. The customer only sent in the findings of the study and not data logs, study was unable to be reviewed.

Manufacturer narrative:
Evaluation summary: the cd arrived for investigation but is not enough data to came to the conclusion. Following the description there is no information about patient medical history, but it mention that the physician not verified on x-ray. Since there is no enough information for know why the capsule was retention for this patient, the physician need to verify that the capsule out from patient body. A review of the device history record indicating that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.